Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
(B)(6) 2010: patient presented with pre operative diagnosis of l5-s1 spondylolisthesis ,status post previous decompression and underwent transforaminal lumbar inter-body fusion l5-s1 inter-body fusion with cage, local bone, bone graft matrix and rhbmp-2 posterolateral fusion with local bone, bone graft matrix and rhbmp-2 , instrumentation. Indications for procedure: patient had recurrent disc herniation and mobile spondylolisthesis at l5-s1 per operative report: ...... At l5 level 5.5 x 45 mm screw were placed and at s1 level 6.5 x 35 mm screws were placed. X-ray was obtained and showed screws in good position in ap and lateral plane. The disc space was identified and dissection carried down on the disc where a window was performed for tlif. The disc space was sized to an 11 mm cage and was packed with morselized local bone. The anterior aspect of the disc space was packed with a combination of bone graft matrix and rhbmp-2 and then the cage was impacted into the disc space with good fit and fixation. X-ray was obtained and showed the instrumentation including the cage in adequate position. Rods were contoured and affixed within the pedicle screws. Top loading plugs were tightened and sheared and the lateral gutter on the right packed with a combination of local bone and rhbmp-2 on the left with cr with matrix only. Patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a left ls-si tlif spinal fusion using rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that the patient had developed uncontrolled bone growth and nerve compression at or near where the rhbmp-2/acs was implanted. The patient experienced pain and radiculitis.